Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported field event of sensing anomaly was not replicated in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient fell and afterwards noise appeared on both the atrial and right ventricular (rv) leads. The implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) due to the ventricular oversensing. The ICD was explanted and replaced in a procedure on (B)(6) 2024. There were no patient consequences.